Event description:
It was reported that the patient had a foley, drain bag and foley plug. Patient has been getting infections constantly and would like to know how to clean the foley plug better. Upon troubleshooting, it was noted that the patient was using rusch foley, cardinal drainage bag and bd foley plug, 0414l. Explained we have no cleaning information for this plug and it was non-sterile. Suggested a sterile foley plug from medline and reach out to her hcp. Caller was unhappy with this information and hung up. Forwarded information to complaints. It is unknown what medical information was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a foley, drain bag and foley plug. Patient has been getting infections constantly and would like to know how to clean the foley plug better. Upon troubleshooting, it was noted that the patient was using rusch foley, cardinal drainage bag and bd foley plug, 0414l. Explained we have no cleaning information for this plug and it was non-sterile. Suggested a sterile foley plug from medline and reach out to her hcp. Caller was unhappy with this information and hung up. Forwarded information to complaints. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.